Manufacturer narrative:
Reported event: an event regarding locking mechanism failure involving a mako saw attachment was reported. The event was not confirmed because the device was not available for inspection. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode was not confirmed because the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Locking mechanism broke on angled saw attachment (case was cancelled). Case type / application: tka. It was preop and the case was cancelled because the saw attachment locking mechanism broke one the second side of a bilateral knee case and the doctor did not want to wait an hour and a half for the next saw attachment to be processed.